Event description:
Caller reported the display on the blood glucose monitoring device is defective. Caller stated there is a black line across the display and misinterpretation is possible. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
Iu received one meter with faded and unreadable serial number. Iu downloaded meter via retention accu-chek smart printer v 1.3 to retrieve serial number (sn) from memory. Sn (B)(4). The faded and unreadable defect is due to the robustness of the ink. The issue has been investigated. As a result, product improvements were made to make the meter's ink more robust, and reduce the occurrence of this defect. Iu confirmed the meter for display defect; a solid, wide vertical line appears on the middle of the meter display screen. Iu observed that the location of the line on the display does distort the last digit of the result and the decimal point during the simulation test; therefore, misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens correctly in the order of red, blue, green, and white with the solid line appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid line appears on all screens and during performance testing. Iu observed that the meter#s serial number is below that has been known to have display issues. Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated. Process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect. The customer's allegation of defective display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation of the customer's allegation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.